Event description:
Reporter stated that she obtained the following results within 10 minutes on the mobile system: 23.5 mmol/l and 9.4 mmol/l 18.8 mmol/l and 8.8 mmol/l 21.5 mmol/l and 7.8 mmol/l 17.1 mmol/l and 4.9 mmol/l. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. The returned strips cassette was empty, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.